Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was being explanted for normal battery depletion (nbd). When the device was removed from the pocket it was observed that the device header was not securely attached. Furthermore, it was reported that the right atrial (ra) lead impedances had increased to 1,600 ohms and there were high pacing thresholds. The lead was tested through the pacing system analyzer (psa) and normal measurements were observed. The lead also tested with the new generator and measurements were normal. Evidence is suggestive that the header issue contributed to the observations reported.